Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Dr. (B)(6) reports patient a status post right hip replacement (of bilateral hips replacement) done on (B)(6) 2016 now has a periprosthetic fracture in which he would like to revise to a restoration modular hip stem. Dr. (B)(6) decided to perform the revision through the anterior hip approach. The stem was easily removed using a bone tamp and mallet. After the stem was removed a prophylactic cable was placed distantly. The femur was the prepared using the restoration modular technique. The 195x16 stem was implanted and a 23 +10 body. Two more cables were placed and then a trial reduction was performed in with a +5 36mm head was implanted. The surgical site was closed. The surgery was performed without incidence.